Manufacturer narrative:
The date of event was asked but unknown. Patient's weight was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the astron night guard. The patient experienced numbing sensation on the upper and low lip areas, where made contact with the night guard. After discontinue use of the night guard, the symptom went away shortly after a few days. The patient did not require any treatment for the reaction. The patient has history of asthma, anemia, cold sore and fever blister. Per provided information, the patient also has known percocet allergy. The doctor did not make any adjustment to the night guard before delivering to the patient. It was not known how the night guard was cleaned by the patient.

Manufacturer narrative:
The astron clearsplint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth with no adjustments observed; furthermore, there were no major cracks found. The device's layers were intact and did not separate. The device was observed to be not clean as debris was seen on the surface of the device. The device appeared to be clear without any color additives and no discoloration. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.